Event description:
Device stopped working mid-drill, having to be remove from patient and obtain a different device. After this incident, device was stored in case, in managers office. There seemed to be some melting to the product. The device was sent back to the mfg. To look at both of these issues, these are the responses: visual inspection revealed significant thermal deformation to the housing, which is indicative of the motor running continuously for an extended period of time. When the trigger was pulled the driver was operable and a solid green led light was displaying. Functional testing was performed. And the unit failed the hard saw bone phase of testing since the driver took greater than 10 seconds to fully insert into the saw bone. The complaint is confirmed based on the investigation performed. Per the eeprom data analysis, the driver experienced one extra-long trigger pull which resulted in the thermal deformation to the driver casing. The root cause is likely due to storage. We will continue to monitor and trend future complaints of this nature. Mfg. Could not provide a time or date of extended trigger pull, just that there was one. "Unfortunately the eeprom data that is parsed from the device does not provide us any information regarding the date, time, or exact duration of the extra-long trigger pull that is recorded. For time duration, all we know is that the trigger pull must have been greater than 5 minutes since that is the minimum threshold required in order to be counted by the program."